Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: (B)(6). Batch/lot number: 1100826990 model/catalog description: reservoir flat iz 100 ml d4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection, irritation and swelling. The ipp was explanted and replaced with a malleable. There is no additional information reported.